Event description:
Per the clinic, the patient reportedly had a decrease in performance. The results of an integrity test done (B) (6), 2009 indicate multiple electrode anomalies. Remapping was attempted, however the patient seemed to experience pain or non auditory stimulation. Explant and reimplantation is planned, but had not taken place at the time of this report may 20, 2009.

Manufacturer narrative:
(B) (4).